Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: unable to duplicate the complaint. The last basal delivery and the last bolus were delivered on (B)(6) 2015. No alarms related to the complaint noted in the alarm history. The tdd¿s add up and correctly reflect the users programmed basal rate. Pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Unrelated to the complaint, the battery compartment is cracked near the cover.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the pump had an inaccurate delivery issue and that the patient had a blood glucose of 540 mg/dl with nausea, vomiting, and large ketones. Trouble shooting with customer technical support did not reveal any delivery issues. The time/date were correct, and basal and bolus histories were as expected. This complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.